Event description:
When the handpiece was suppressed on the gyrus acmi everest bicoag macro jaw forceps (x 2 devices with same lot number) a snapping/cracking sound was heard and then neither device functioned (unable to grasp tissue). Diagnosis or reason for use: laparoscopic total hysterectomy.